Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient¿s device was no longer working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device hadn't worked in 2 years. The patient clarified and stated she wasn't able to charge the neurostimulator (ins) or turn it on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they did not remember when the device first stopped working. The patient reported that the implant just quit being programmed and stated that they notified their health care professional but they would not make them another appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that their device had either a dead battery or a "misplaced screw". The patient stated that no one had examined their device so no troubleshooting had been done. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no matter how long the patient tried to charge it, it did not charge. A manufacturer representative charged it in the doctor¿s office, but by the time the patient got home, it no longer worked. It was noted that the inability to charge and turn on the implant had not been resolved and the patient had not been able to contact anyone to fix it or remove it. No further complications were reported/anticipated.